Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a spot of ink on the display window. The customer¿s blood glucose level was unknown at the time of the incident. No further details were given. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments or partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments or partial display. No moisture damage on the keypad assembly, battery tube or motor assembly noted during visual inspection.